Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot# v002444, implanted: (B)(6) 2006, product type lead. Product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer. Patient product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
It was reported that a repositioning surgery was taking place on the day of this report. The implantable neurostimulator (ins) was being repositioned to the patient¿s back. The healthcare professional (hcp) discovered one of the electrodes was out of range and he had tugged on the lead and the outer coating insulation was damaged. Additional information requested but had not been received as of the date of this report.

Event description:
It was confirmed that the impedance test showed the one electrode out of range. The lead was replaced which resolved the impedance issue. The patient was receiving effective therapy and the lead will be returned to the device manufacturer for analysis.

Manufacturer narrative:
Final device analysis for lead v002444 revealed the proximal conductor was broken and overstressed/damaged. The outer insulation was torn underneath the #4 conductor sleeve. The #4 conductor was broken at the #4 connector weld site. (B)(4).